Event description:
It was reported that during a right ventricular lead revision, an insulation abrasion was visually noted on the atrial lead. The lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.